Event description:
Device issue: resistance. Time of device issue: during the procedure. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that while implanting a xience v 3.5x23 stent in a tortuous and a calcified lesion, resistance was met and a "edge dissection" was noted. A second stent was used to treat the dissection and completed the procedure. There was no reported pt sequela. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the lot history record is forthcoming. A f/u will be submitted with any relevant info.